Event description:
It was reported that during central processing, the maryland bipolar forceps was found to have broken conductor wire. There was no report of patient involvement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The maryland bipolar forceps had a frayed grip cable at the distal end. There was no broken conductor cables observed during visual inspection. The instrument passed the continuity test. A review of the provided image was performed by an intuitive surgical, inc. (Isi) fae. The following additional information was provided: the conductor wire appears to be okay from this angle. The strand visible here appears to be from a frayed grip cable. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive followed up and obtained additional information. The head nurse did not attend the procedure. The issue was identified during cleaning. Instrument was inspected for damage. However, customer could not remember the damage location. There was no damage out of the ordinary.